Event description:
Additional information received notes of insulation damage and intermittent sensing on the right ventricular lead.

Manufacturer narrative:
The reported events of failure to capture, clavicle crush, low pacing impedance, sensing intermittently, and insulation damage were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual examination found the outer coil bent/compressed, and the inner and outer insulations breached consistent with clavicular crush. The cause of the reported events was isolated to the damage insulations at the clavicular crush region.

Manufacturer narrative:
Correction needed for inclusion of arrythmia in h6 and b5 and removal of second redundant "break" medical device problem code

Event description:
Additional information received notes that loss of ventricular capture resulted in the patient arrythmia.

Event description:
Related manufacturer report number: 2017865-2023-37242. It was reported during remote follow up that the right ventricular lead exhibited a loss of capture and low pacing impedance. Imaging revealed that the right ventricular lead showed signs of clavicular crush and the atrial lead had insulation damage. Both leads were explanted and successfully replaced. The patient was stable.